Event description:
In 2005, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2006, a computed tomography angiogram (cta) was performed and revealed type ib endoleak from the distal attachment sites. The following month, a reintervention occurred due to distal type I endoleaks at the bilateral common iliac artery attachment sites. Tornado coils were placed in the origin of the right internal iliac artery. Additional contralateral leg components were implanted for extension at the right internal iliac artery and the left common iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted in the patient and related to this event.